Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, compromised immune resistance, drug or alcohol abuse, smoker, periodontal disease, complication in site preparation, immediate implantation, mobility.